Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during a supply change, and troubleshooting identified a bent connector; after removing all supplies, performing a dry run, and replacing the cartridge, connector, and infusion set, delivery resumed normally. Investigation included guided troubleshooting and education, a dry run without supplies, and a full supply change with new components. Investigation of this case revealed a device component issue involving the connector, characterized as cracked or bent, which interrupted insulin delivery until replacement. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that user-correctable hardware damage to the connector caused the event.